Manufacturer narrative:
Philips service resolved the ram issue and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a bad ram contact caused a geometry movement issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.